Manufacturer narrative:
The insulin pump was received with intermittent up and down arrow button response due to corroded keypad traces. No unexpected numbers scrolling during our testing. The insulin pump has cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button was ineffective on the insulin pump. The customer stated they were unable to enter their blood glucose as a result. Customer's blood glucose was 100 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer also reported a small crack was present around the battery compartment. Customer reported possibly bumping the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.